Event description:
It was reported that the patient experienced difficulty attaching the luer connector when attempting to insert prefilled fiasp cartridges into the ilet, despite completing the rewind process and trying multiple cartridges and connectors; the connector turned and locked only when no cartridge was inserted, and the patient later reported successful cartridge insertion. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting by instructing the patient to remove the cartridge, retry the luer connection, repeat the rewind, and attempt alternate cartridges and connectors. Investigation of this case revealed an initial inability to attach the cartridge-luer interface, consistent with a connection or fitment difficulty at the cartridge-to-luer component interface, with eventual resolution upon reattempt. It was concluded, based on previously established findings for similar reports, that the cause was likely user difficulty with connection alignment or seating during cartridge installation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.